Event description:
Customer reported experiencing high blood glucose readings of 498 mg/dl. Customer has treated with a bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. It was noted that the customer was treating the blood glucose readings based on what the sensor was reading and the sensor was not tracking the changes in her glucose due to it being used for longer than six days. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.